Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the event is not considered to be a serious event, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during burn treatment with a combination of an unknown cuticerin dressing and an unknown jelonet dressing, patient experienced an infection in the wound due to e. Coli. Patient was not satisfied with the reduction level on wound odor. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.